Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4) product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient started to have swelling where the pump was on (B)(6) 2015. The on-call health care provider (hcp) told the consumer that the pump was malfunctioning and instructed them to get the patient in right away on (B)(6) 2015. The hcp stated they would call, and the consumer stated that did not, so she called and spoke to the receptionist. The consumer was told that they were booked up on (B)(6) 2015 and someone would call her back. No one called her back. The consumer noted a code coming up on the personal therapy manager (ptm). The consumer thought it may have been 0616, but they were not sure. The consumer was going to bring the patient to the emergency room because, "if the pump was malfunctioning, then it's dumping the medication there." The health care provider (hcp) reported they never received a call. The hcp reported that a separate hcp (from a different hospital) performed a revision on (B)(6) 2015 (according to the registered nurse). The indication for use was non-malignant pain. The system was delivering clonidine and morphine. The dose, concentration, and lot numbers were unknown. Diagnostics performed, all actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.